Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 1.5. Date: next day, lab: 6.5. Patient received 6 quarts of blood in hospital in the next day.

Manufacturer narrative:
Correction to report - originally submitted under MDR #2027969-2009-00060. Inratio precision data provided by end-user lot (inratio meter): date: 2-3-2009, 1st inr = 1.9, 2nd inr = 2.0. Inratio meter. Mean: 2.0, sd: 0.1, %cv: 3.6. The 3.6% cv is less than 20%. Inratio meter results passes the criteria for precision. Hence, no further testing is required at this time. The inr results such as 1.5 and 6.5 inr are done more than 3 hours and are excluded from discrepant calculation. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The discrepant results from customer were performed on different date. There is a high possibility that the discrepancies are due to changes in the status of the patient. Insufficient information of patient treatment and conditional to root out the cause. As of today, the meter is not expected to return. Hence, no further investigation will be required. No corrective action is required as no product deficiency was established.